Manufacturer narrative:
E1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd preset¿ arterial blood collection syringe, the protective cap could not be tightly closed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd preset¿ arterial blood collection syringe, the protective cap could not be tightly closed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The evaluation of the photo revealed an abg syringe with a green cap secured with medical adhesive tape. A total of 10 retained samples were taken; the needle was detached, and the green cap was successfully attached to the syringe with no difficulties encountered during the exercise. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: does not attach/detach. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.